Event description:
The customer reported that the central nurse's station (cns) was in comm loss with a bedside monitor.

Manufacturer narrative:
Details of complaint: the customer reported comm loss on the bsm with bed name 2n2977b. Technical service (ts) advised the customer to unplug the network cable at the bsm end and wall jack. The customer noticed that the network cable was plugged to the wrong yellow port instead of the blue port of the wall jack. The customer plug the cable into the blue port and then the central nurse's station (cns) showed the bed and after a couple of minutes they could see vitals and monitor patient at cns. There was no patient injury reported. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. In this ticket, a bsm was displaying communication loss in the cns. During troubleshooting, it was identified that the network cable of the bsm was plugged in the incorrect port. After the network cable was plugged in the correct port, the issue was resolved. Based on the available information, the most probable cause of the issue is inadequate set-up of the bsm device. A CAPA is not required; furthermore, available information does not suggest that there was a malfunction of the cns device. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with a bedside monitor.

Manufacturer narrative:
The customer reported comm loss on the bsm with bed name (B)(4). Technical service (ts) advised the customer to unplug the network cable at the bsm end and wall jack. The customer noticed that the network cable was plugged to the wrong yellow port instead of the blue port of the wall jack. The customer plug the cable into the blue port and then the central nurse's station (cns) showed the bed and after a couple of minutes they could see vitals and monitor patient at cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.